Manufacturer narrative:
(B)(4). Lot numbers for 6c30-20: 74722hn00, 75336hn00, 78400hn00, 79294hn00, 82014hn00, 83889hn00, and 83894hn00. Lot numbers for 6c30-25: 74723hn00, 75337hn00, 78401hn00, 79295hn00, 82015hn00, 83890hn00, and 83895hn00. Architect (B)(6), list number 6l21-25 is currently the focus of a product correction, reported under (B)(4). This report is being filed for the international product, architect (B)(6), list number 6c30. This is an initial report. The investigation into the cause is still ongoing and appropriate corrective actions will be implemented upon investigation completion. A follow-up report will be submitted when the investigation is complete.

Event description:
Based upon current information, it has been determined that elevated grayzone, reactive patient results, or elevated out of range high negative quality control results for architect (B)(6)-igm may occur when the architect (B)(6)-igm assay is run directly following the architect anti-hbs assay. Only the first sample following an anti-hbs test is affected. A product correction has been issued. All architect (B)(6)-igm customers who received shipments of (B)(6) -igm, with lots expiring between (B)(6) 2010 through (B)(6) 2011 will receive the product correction letter. New customer will receive a product information with product will all new lots beginning with ln 6c30-20 lot 83894hn00 and ln 6c30-25 lot 83895hn00. No adverse impact has been reported related to this issue.